Event description:
It was reported that an ilet user experienced sustained high blood glucose readings over 300 with no observed site leakage or moisture, and after a supply change earlier in the day the values trended downward with subsequent confirmation at 185; the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.